Manufacturer narrative:
Patient city: (B)(6) patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The infusion set tubing came apart. The site location was on the left side of the abdomen, while the pump was worn on the right side. The infusion set had been in use for 2 days at the time of the event, and the detachment occurred while the patient was sitting. No further information available.